Event description:
It was reported that the patient was unable to adjust the stimulation. A "call your doctor icon" was showing on the display. The device had a power on reset condition. The patient had shoulder surgery and noticed the power on reset four days later. It was unclear if the patient had used the patient programmer since the surgery. The power on reset condition was cleared using the patient programmer. Follow up indicated the patient had not used the patient programmer after the surgery until the issue was noted. The patient was able to clear the reset and make adjustments to the stimulation. The patient was receiving effective stimulation.